Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stops booting. Upon troubleshooting, fse reviewed the error logs and found the lack of 24v switch in the m-cabinet. Fse replaced power supply. After the replacement, the system was returned to use in good working order. The defective part was returned for analysis and the failure of power supply was confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot past 0:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.